Manufacturer narrative:
The reason for this revision surgery was to replace a worn out insert after 6 years, 9 months in vivo. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 5 prior complaints reported against this part; with 2 of the prior complaints having the same failure mode of wear, excessive wear. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Several factors not related to the implant can play a role in wear; such as excessive loading, patient activity, and an unbalanced joint. Here the wear seems to be associated with prolonged use. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to poly wear and synovitis.